Event description:
The user facility reported that an impella cp was placed on a patient with multi vessel disease. During support, it was noted that upon assessment of the patient's right groin, the site looked intact, but the right leg was cooler than the left and only a femoral pulse was present. The tuohy burst (tb) valve was not locked on arrival, so the impella tb valve was tightened down and echocardiogram was completed to verify that the impella was in the correct place. The impella cp was explanted and the left femoral artery was opened by surgeons with an artery cut down and repair. The groin was sutured closed. An impella 5.5 was placed and it was noted that after upgrade, the left leg regained popliteal and posterior tibial pulses. The patient's outcome was stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿